Event description:
Pt has spinal fusion with plate and screws inserted on 1/10/96, and did well until after 7/18/96, when she made a sudden movement to get out of the way of falling tree limb after which she had low back and hip pain. Pre-operative films, suggested loss of continuity of the sacral screws (12/23/96). Surgery to remove the plate and screws was done on 12/27/96, and the two sacral screws were found to be broken. C/n 2025-01 is not screw.